Event description:
The customer reported being hospitalized due to low blood glucose of 65mg/dl. Troubleshooting was performed. Reviewed the programming and found that the customer was unsure of his settings since he has not seeing the doctor in two years. The customer stated that the reservoir has the same amount of insulin that the status screen shows. Advised the customer to speak to his doctor regarding his low glucose level, and to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Therefore, consider this report complete to the best of our knowledge.